Event description:
It was stated that a patient was experiencing sinus tachycardia about 4 hours post-vns surgery. The patient was in good health and reported this to be a new event for them. It was stated that the surgery had gone well, including ok diagnostics and impedances. An update was received stating the patient was discharged from the hospital two days afterwards with normal heart rate and no other issues. Follow up indicated that the tachycardia was stated to not have occurred with stimulation as the device was not turned on post-operation. The physician believed that the tachycardia, unrelated to vns surgery, was related to the patient anxiety that occurred post-operatively from surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: unique identifier inadvertently listed as na. Corrected data, initial report: device manufacturer date inadvertently listed as na.